Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, medication was greyed out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to retrieve medications for one patient, as the medication listed under the patient profile appeared greyed out. A technical support specialist (tss) connected with the customer and determined that the issue could have been resolved internally by the customer's it or pharmacy team. There were no specific details were provided regarding how the issue was resolved, and the customer approved closure of the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication was greyed out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.